Event description:
It was reported that shaft break occurred. A 3.50 x 8 mm promus premier select stent balloon expandable was selected for treatment. The 90% stenosed target lesion was located in a calcified proximal right coronary artery (rca). During procedure, the shaft of the device has broken. Procedure was completed using another device and no patient complications were reported.

Manufacturer narrative:
Device evaluated by manufacturer: the returned product consisted of the promus premier select 8 x 3.50mm stent delivery system (sds), batch # 32188020. Visual, tactile and microscopic analysis was performed on the device. Visual and tactile examination of the hypotube found a break at 37.8cm distal to the distal end of the strain relief. In addition, multiple hypotube kinks were identified along the length of the hypotube shaft. No other device issues were identified.

Event description:
It was reported that shaft break occurred. A 3.50 x 8 mm promus premier select stent balloon expandable was selected for treatment. The 90% stenosed target lesion was located in a calcified proximal right coronary artery (rca) and was pre dilated. During procedure, the shaft of the device has broken. Procedure was completed using another device and no patient complications were reported.